Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed after battery change due to the broken solder joint on the interface board. The device was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
No blood glucose levels reported. The customer reported an unexpected restart from the insulin pump. The customer also reported an external ran error on the insulin pump. Troubleshooting was done. The customer rerouted unexpected restart by insulin pump during normal use. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instructions. No additional info was provided.